Event description:
I used renu with moistureloc contact lens saline solution from 01/01/05 through 07/05. I was diagnosed with fungal keratitis. I was hospitalized due to an emergency corneal transplant. I am presently taking anti-fungal therapy for my right eye. My vision in my right eye has been impaired by more than 50%. I suffered severe pain and severe sensitivity to light. I am now more likely to get a cataract due to the corneal transplant.